Manufacturer narrative:
In a good faith effort response from the bme received, it was alleged that a v60 had returned to service following a battery replacement but did not specify the battery issue that led to the need for replacement. The device was said to have had the unspecified battery issue resolved by the replacement battery. Multiple good faith efforts (gfe) were attempted to obtain the device serial number and issue clarification. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that a battery replacement was required. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort response from the bio medical engineer (bma) received, it was alleged that a v60 had returned to service following a battery replacement but did not specify the battery issue that led to the need for replacement. Good faith efforts (gfes) are being attempted to clarify the need for the battery replacement. The investigation is ongoing.